Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for enterococcus faecium contamination (>150kbe). The issue was found during a routine culture of the scope. The customer has decided to retest the device (according to swiss guidelines). The device is in quarantine and will remain so until the second sample result is available. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information: h4. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.